Manufacturer narrative:
(B)(4). The reported device is not expected for return as it remains implanted in the patient's mouth. X-rays and/ or photos have not been provided. The reported condition of a screw that fractured inside of the implant cannot be confirmed. A device history record (DHR) review and complaint history review cannot be completed as the device item number and lot number are unknown. Zimmer biomet quality management system has measures in place to ensure the distribution of conforming product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw fractured inside of the implant. The implant remains implanted. The customer will attempt to remove the fractured screw with a screw removal tool. There was no report of patient injury.